Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing was observed. Programming changes were recommended, and the physician decided not to make any changes.